Event description:
Additional information was received from the patient. They reported that the cause of the loss of stimulation was determined, however the likely cause was noted as being "cell phone was not charged". The steps taken were noted to be "talked with your representative on (B)(6) 2023" and the issue was reported as being resolved. Additional information was received from the patient. The patient called and stated they had gotten a letter and wanted to respond verbally. Patient stated the questions were essentially: why did you contact mdt, how was issue resolved, and are you satisfied? Patient restated information previously noted regarding therapy and training as why they had initially called. Patient stated they saw their hcp a week ago and reset ins to a higher stimulation and has been "very successful". Patient stated that they have patient services number now and will call back if further assistance is needed.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that therapy worked for the first 2.5 days and then stopped working, said bladder isn't emptying and no longer feeling stimulation. Patient confirmed received implant for bladder retention. Patient also mentioned that about 3-4 days ago noticed a change in bowel movements, now has excessive bowel movements, has a bowel movement every two hours up to seven in a day. Patient said that when feels the urge to have a bowel movement it takes a long to to start and takes a long time to empty however will get the urge again in two hours. Patient mentioned that has a history of constipation and drinks a 1/2 glass of prune juice every evening. Patient said didn't receive any training on the external devices and so hasn't made any adjustments. With instruction patient powered on external devices and after several attempts connected to implant and made a slight increase in the setting. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. Patient said follow up appointment is on november 17th. Patient to provide update to managing physician.  This included that p atient mentioned incision site is still sore, especially when lays on it  patient was redirected to contact managing physician for direction for soreness at incision site.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.